Manufacturer narrative:
The handpiece has not been received. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad came off the jaw of the thunderbeat handpiece. The procedure was completed with another instrument. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the event but with no results.